Manufacturer narrative:
The serial numbers of the other two xtrs is unknown at this time as the customer was unable to provide.

Event description:
The customer reported that while monitoring telemetry patients, seven beds went offline unexpectantly. A spacelabs healthcare product support specialist gathered the event data and device logs to investigate the issue. It was found that the seven patients were admitted to three different xhibit telemetry receivers (xtr). A review of the data showed that the patients admitted to two of the three xtrs did not lose monitoring at anytime during the event. However it was found that the patients admitted to the third xtr did lose monitoring for approximately 30 seconds before returning on their own. Further review of the data showed that the xtr had restarted unexpectantly, which resulted in the gap in monitoring. As a precaution, the device was removed from service and the customer will return it to spacelabs healthcare for additional investigation. At this time, the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The xhibit telemetry receiver (xtr) was received by spacelabs healthcare and tested by an equipment service center technician. No faults were found with the unit and it was found to be performing as expected. The software was reloaded as a precaution and the device was returned to the customer.